Event description:
In 2005 pt quit breathing at home and 911 was called. When ambulance arrived they decided to defibrillate pt. Spouse told ambulance team pt had spinal cord stimulation implant. Emt still decided to do defibrillation. Pt was never resuscitated and expired at that time. Spouse stated pt had an autopsy performed-cause of death unk at the time of this report.